Manufacturer narrative:
The device was not returned for analysis. A review of the production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture malposition and unexpected medical intervention appear to be related to operational context. It is likely an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using a prostyle device after a endovascular treatment (evt) interventional procedure using an 8f sheath. Reportedly, the suture did not capture the vessel and came out with the device as the patient was on dialysis. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.